Manufacturer narrative:
Manufacturer ref # (B)(4) no errors were found during the service, however during the physical evaluation it was found that the unit had the handle, foot pedal, indifferent socket and catheter mod defective, and the issue was resolved by replacing them. Functional and safety test was performed as well as the preventive maintenance and the unit was found functional. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that the patient had a grounding pad 3rd degree burns while using the stockert generator with esi velocity mapping system. The grounding pad was adult size valleylab model e7506 and placed on low back and abdomen. The skin site was documented as intact after removal. There were a total of 38 rf applications during the procedure with the average power of 58w and the total ablation time of 63 min and 48 sec by bwi stockert 70 generator. Upon follow-up visit, the burn was noticed and there was no treatment known.

Manufacturer narrative:
The concomitant products: c3 ez steer cs with auto ID, manufacture # d-1263-06-s, lot # unknown (disposed). Celsius ds, manufacture # d-1194-20-s, lot # unknown (disposed). Celsius ds, manufacture # d-1194-22-s, lot # unknown (disposed). (B)(4).